Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a patient experienced ¿ischemia + peripheral vasodilation¿ after they were injected with 0.2 ml of juvederm® voluma¿ in the tip of the nose. Treatment is noted as 1000u of hyaluronidase and patient is taking orally tadalafil. The syringe was reused.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional data: h.6. Corrected data: section c. Suspect product.

Event description:
Healthcare professional reported to company representative that a patient experienced ¿ischemia + peripheral vasodilation¿ after they were injected with 0.2 ml of juvederm® voluma¿ in the tip of the nose. Treatment is noted as 1000u of hyaluronidase and patient is taking orally tadalafil. The syringe was reused.